Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the event. It was reported that two weeks after operation, adjacent vertebral body fracture of the upper vertebral body. A rigid corset was worn immediately after operation. Currently it is under observation. There was no symptom due to cement leakage reported.

Manufacturer narrative:
Foreign source: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of primary osteoporosis due to compression fracture, alligator mouth type intravertebral cleft in need of balloon kyphoplasty (bkp) used in spinal therapy. Levels implanted - th12. It was reported that at the end of filling cement, the cement leaked from the posterior wall to the spinal canal. Before the leak, it was difficult to distinguish because the cement was reflected in the image by overlapping with the osteo introducer. It seemed that the amount of cement leaked into the spinal canal was not large. The patient complication due to this event is unknown. There were no further complications reported regarding the event.